Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A nurse indicated that the trocar valve cannula leaked after the vitreous removal. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The two returned samples were visually inspected and found to be conforming. According to the device history record reviews, two lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No further anomalies were identified. A complaint history examination indicates that this is the sixteenth complaint for the reported final lot and the sixteenth complaint for this issue. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventive actions were necessary. A root cause for the increased complaint rate was found to be related to a mfg post assembly inspection practice. This complaint's reported lot is identified as an affected mfg lot. The post assembly inspection has been discontinued and an affectiveness check has been established and will be monitored periodically. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. The MFR internal ref number is: (B)(4).

Event description:
Add'l info has been requested.